Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The balloon had the appearance of having been inflated. A visual examination of the returned device identified a longitudinal tear in the balloon material starting 10mm proximal of the distal markerband and extending for 20mm. A visual and microscopic examination found no issue with the distal and proximal markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 17-jan-2017. It was reported that balloon leak occured. The target lesion was located in an arteriovenous shunt of the hand vessel. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced however, the balloon was found leaking when the balloon was inflated at 20 atmospheres. The device was removed from the patient's body. Upon inspection of the device, no hole or rupture was noted on the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed that the balloon was torn longitudinally.